Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect tot the door not fully latched alarm, which was reproduced by loading a set and closing the door. The messages were found to be caused by a loose link screw. The screws were replaced. See scanned page.